Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin and the contact was unable to provide the amount of insulin that had been delivered since the cartridge was loaded. The customer's blood glucose level was 312 mg/dl, which was addressed with a correction bolus. During a follow up call on (B)(6) 2016, the customer confirmed that a new cartridge was loaded onto the pump and received an accurate fill estimate.